Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 200cc saline breast prosthesis, catalog #3501625, lot #1008882. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 200cc saline breast protheses that both deflated after implantation. Deflation was diagnosed by ultrasonography. As a result, the patient underwent bilateral explantation and replacement with mentor memoryshape breast implant 260cc breast prostheses on (B)(6) 2018. Based on the information provided by the initial reporter, the sterility expiration date of the device was prior to implantation. Mentor will report the implantation date received by the initial reporter as received. This medwatch report is for the 1st of two breast prostheses.

Manufacturer narrative:
On 06/10/2019, the mentor failure analysis lab received the device for evaluation. On 06/25/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. The analysis results showed a tear measuring approximately 0.4 cm in the posterior aspect. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After further review by the mentor clinical team, it was decided that the suspect medical device was used in an off-label manner. Device code 1494 for off-label use has been added. Manufacturer¿s reference number: (B)(4).